Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/30/2016 with the following findings: investigation revealed there was intermittent sound vibration in the pump because of moisture corrosion. Unrelated to the initial complaint, it was observed that the battery compartment was cracked on the left side of the grip pad and there was a crack in the pump case near the top right corner of the display lens. The pump was opened and there was moisture corrosion found on the printed circuit board (pcb).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an intermittent vibration issue. There was no indication that the product caused or contributed to an adverse event. The alleged issue could not be resolved with troubleshooting. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.